Event description:
The balloon was not inflating and there was a leak somewhere. Attempts to increase the pressure did not result in a balloon inflation. After the device was removed from the pt, further attempts to inflate the balloon were made without success. This is being filed based on returned product analysis, which identified a distal shaft inflation proximal to the balloon.